Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported that the ECG readings for one patient are incorrect and it shows different for the same patient on another device. The nurse confirmed all leads were connected properly. The device was in clinical use. There was no report of patient or user harm.